Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 90-300 mg/dl. Reportedly, customer changed the infusion set or simply cleared the alarm and resumed insulin delivery to address the issue. The customer continued to use the insulin pump as well as manual insulin injections.